Event description:
The hcp reported, the patient's pump was explanted and replaced due to battery depletion after 77 months implant duration. No patient symptoms or outcome were reported. The drug contained in the patient's pump was dilaudid (30 mg/ml; delivered at 10 mg/day), bupivacaine (30 mg/ml; delivered at 10 mg/day), and clonidine (180 mcg/ml; delivered at 60 mcg/day). Additional information has been requested, but was not available at the time of this report.

Manufacturer narrative:
Final device analysis revealed the pump's gears seized due to bridging residue.